Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported via email that a dialyzer blood leak occurred ¿in the last few weeks¿, prior to their reporting of the event. The biomed stated the device was discarded. Multiple attempts to obtain additional information have been made, and thus far, no further details could be provided. Follow up with an assistant clinic manager (acm) from the facility revealed that there were no incident reports documented within the clinic¿s internal database. The acm stated it was not possible to provide additional information, including: an occurrence date, event details, dialyzer information, or patient information. The acm reported that there were several new nurses at the facility who need reminders on how to properly handle these events as they occur, including guidance on filling out the necessary paperwork. A subsequent follow up with the facility¿s clinic manager (cm) did not uncover any additional details. The cm was unable to provide additional information and stated they would investigate further and call back. Subsequent attempts to follow up with the cm were unsuccessful.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Thirty-two lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. Twenty-one of the thirty-two lots had one approved temporary deviation notice (dn), and two of the lots had a non-conformance (nc). All dns and one of the ncs were unrelated to the complaint event. There was no other indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.